Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive and inconsistent in providing haptic feedback despite the button being undamaged, free of debris, the user¿s hands dry, the pump fully charged, restarted, and on current firmware, consistent with a hardware control interface malfunction of the sleep/wake button component. Symptoms included no alarms or alerts. Outcomes included product replacement and user troubleshooting education. Investigation included customer interview, basic functional checks by the user, review of device status, and internal technical consultation. Investigation of this device was received and revealed not being able to replicate an unresponsive wake/sleep button consistent with a hardware malfunction affecting the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was not a device hardware failure of the wake/sleep button assembly.